Event description:
It was reported that an asymptomatic patient presented with device that failed to deliver therapy for a slow vt. Upon investigation, it was noted that the device settings for vt criteria were set too high and device reprogramming changes were made. Patient condition was unchanged after the procedure.